Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation, the patient had to keep increasing their strength more than usual, and as a result the higher stimulation was painful and was still not getting effective relief. Surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was also replaced but met longevity. Effective stimulation was restored.